Manufacturer narrative:
Correction: b1 ¿ type of report, no longer considered product problem.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances with the right lead. Surgical intervention may be pending to address the issue.

Event description:
Additional information was received wherein the leads were explanted and replaced and effective therapy was established.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated both leads migrated but only the right-side therapy was affected. It was confirmed via x-ray.